Event description:
(Info obtained from pt's husband and local police.) 11/15/97 in evening, pt. Called 911 w/ report of "oxygen blew up my face. "Pt. Was alone, believed to be smoking a cigarette. Local police & emt responded. Pt reported to be alert, ambulatory & talking when emt arrived. Pt sustained burn injuries to face & r-hand. Transported to local hosp, then transferred to tertiary facility. Pt. Expired next morning. Cause of death per medical examiner: pulmonary fibrosis with complications from thermal burns.